Manufacturer narrative:
(B)(4). This device remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this patient, during a routine follow-up, commented to the physician that he was concerned about the device pocket area. After the physician looked at the device pocket, it was apparent the device was beginning to erode. The skin area was thin around the device header. The device will be repositioned in the near future. There were no adverse patient effects reported. Several years later, this device was explanted for an infection. No additional adverse patient effects were reported.